Event description:
It was reported that the alert triggered for right ventricular (rv) lead coil impedance greater than 200 ohms follwing a gradual rc coil impedance increase from about 60 ohms up to about 100 ohms with a jump to over 200 ohms and then back down to 90 ohms. There was also varing impedance with noise on rv tip to rv coil. It was that there was a high voltage coil fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).